Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that it was believed that the pump was explanted on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-dec-22 regarding a patient receiving lioresal (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient had an infection at the pump site. The provider made the manufacture representative aware, and was sending the patient to be explanted. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. Surgical intervention was planned but the explant had not yet occurred. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.